Event description:
It was reported by repair work order that a cot tipped. It was further reported that the patient suffered minor abrasions on their arm. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.